Event description:
It was reported that during a visit of the manufacturing sales representative at the healthcare facility, a screw was found to be missing at the back of the awl. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device has not been received for evaluation at this time.

Manufacturer narrative:
The device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that during a visit of the manufacturing sales representative at the healthcare facility, a screw was found to be missing at the back of the awl. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.